Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later reported "replacement due to right side rupture". This record is for the left side. Device was explanted and replaced with a non-abbvie device. Device will be returned. Un-reporting rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.